Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent cartridges leaked when filling the cartridge with insulin. Customer loaded new cartridges and resumed insulin delivery. Customer's blood glucose level was 250-300 mg/dl.